Manufacturer narrative:
The problem could be traced to a power circuit component failure. We are unaware about operator injury.

Event description:
The laser system had a failure that did not allow to use it properly.no adverse effects to patient were reported.